Event description:
Device malfunction: anterior cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an anterior cuff miss was experienced and hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review for this lot could not be performed. Patient anatomy such as calcification or scar tissue can deflect the needle during plunger deployment. Twisting or bending of the device during deployment can affect the needle trajectory; however, because the device was not returned for investigation, no root cause for the reported experience can be determined.